Manufacturer narrative:
Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support (cts) performed a system check on the pump and determined that the customer performed a fill tubing while connected to the tubing. In addition, customer also disconnects at the t:lock connection instead of at the site. Cts educated customer on fill tubing and how to properly disconnect from the infusion set. Recommendation was made to consult with healthcare provider regarding diabetes management.